Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this pacemaker attended in person consultation due to difficulties using the associated communicator. It was later determined that this was caused due to this pacemaker entering safety mode. Subsequently, this device was explanted and successfully replaced. No adverse patient effects were reported. This pacemaker was returned for analysis.